Event description:
It was reported to vyaire medical that the 3100a ventilator 'stopped while on a patient'. There was no patient harm reported from this event.

Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and the unit was turned on and patient circuit calibration was performed when trying performance verification the hz was going from 15 up to 18 and the piston position would drift to the left and the unit would lose pressure. The fsr ran through the driver controller adjustments and had to run through the hz calibration 4 times for the unit to finally come with in specification. After calibrations were performed unit passed performance verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available